Manufacturer narrative:
The field service engineer performed preventative maintenance on the analyzer. After service, the customer did not report any further issues. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas e 411 disk. The patient's initial estradiol result was not reported outside the laboratory. The customer performed repeat testing with the sample on the same analyzer. At 10:43, the patient's initial estradiol result was 3000> pg/ml with a data flag. At 11:14, the customer performed a 1:10 dilution with the patient's sample and the diluted estradiol result was 289.8 pg/ml. At 12:26, the patient's repeat estradiol result with an undiluted sample was 155.6 pg/ml. The estradiol reagent lot number was 503901 with an expiration date requested but not provided.

Manufacturer narrative:
Based on the provided information, the investigation determined the service actions resolved the issue.